Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: this event was a problem with the consumable oxygen sensor, which was used beyond its service life. The oxygen sensor is a kind of electrochemical oxygen sensor. Its service life is generally one year, depending on the oxygen concentration adopted by the clinical department. The higher the oxygen concentration in use, the faster the oxygen sensor is consumed, and the shorter the service life will be; vice versa. The disposal, replacement, intended use, service life, calibration, maintenance, alarm and wear-out of the oxygen sensor are clearly described in the IFU. Clinical staff should regularly check the consumable accessories and timely replace them when they are expired to ensure their function. Otherwise, the machine will give alarms and cannot be used normally. This event was due to the consumable oxygen sensor being expired and worn out, and could be solved by replacing the oxygen sensor. In summary, this event is not a problem with the product itself, but is caused by the use of expired consumable oxygen sensor by the clinical staff. In addition, (1) the "oxygen sensor was used up" alarm is not a defect but a safety mechanism. Oxygen concentration monitoring is to ensure patient safety, and this alarm is a reminder to the user. (2) the alarm of oxygen sensor does not affect the use of the machine. Correction: the defective machine was reported to the biomed department, and returned to normal after the replacement of the oxygen sensor. Reason for not taking control actions: 1. This event was due to a problem with the consumable accessories, which could be solved by replacement, and was not related to the quality of the product itself. 2. Our agent's engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. 3. The alarm was found during the startup test before the patient connection, so no injury was caused to the patient. Similar problems can always be found in time, and a new flow sensor will be replaced or the machine will be suspended from use, so it is unlikely to cause injury, and belongs to "the event unlikely to cause death or injury". Therefore, this event does not meet the definition of an adverse event, and does not need to be reported as an adverse event. In summary, no control action is required since the risks are completely controllable.

Event description:
The following was reported to hamilton medical ag: summary: low o2 cell capacity.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: this event was a problem with the consumable oxygen sensor, which was used beyond its service life. The oxygen sensor is a kind of electrochemical oxygen sensor. Its service life is generally one year, depending on the oxygen concentration adopted by the clinical department. The higher the oxygen concentration in use, the faster the oxygen sensor is consumed, and the shorter the service life will be; vice versa. The disposal, replacement, intended use, service life, calibration, maintenance, alarm and wear-out of the oxygen sensor are clearly described in the IFU. Clinical staff should regularly check the consumable accessories and timely replace them when they are expired to ensure their function. Otherwise, the machine will give alarms and cannot be used normally. This event was due to the consumable oxygen sensor being expired and worn out, and could be solved by replacing the oxygen sensor. In summary, this event is not a problem with the product itself, but is caused by the use of expired consumable oxygen sensor by the clinical staff. In addition, (1) the "oxygen sensor was used up" alarm is not a defect but a safety mechanism. Oxygen concentration monitoring is to ensure patient safety, and this alarm is a reminder to the user. (2) the alarm of oxygen sensor does not affect the use of the machine. Correction: the defective machine was reported to the biomed department, and returned to normal after the replacement of the oxygen sensor. Reason for not taking control actions: 1. This event was due to a problem with the consumable accessories, which could be solved by replacement, and was not related to the quality of the product itself. 2. Our agent's engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. 3. The alarm was found during the startup test before the patient connection, so no injury was caused to the patient. Similar problems can always be found in time, and a new flow sensor will be replaced or the machine will be suspended from use, so it is unlikely to cause injury, and belongs to "the event unlikely to cause death or injury". Therefore, this event does not meet the definition of an adverse event, and does not need to be reported as an adverse event. In summary, no control action is required since the risks are completely controllable. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5.

Event description:
The following was reported to hamilton medical ag: summary: low o2 cell capacity.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: low o2 cell capacity.